Event description:
The reporter stated that the screwdriver broke during use in a surgical procedure. The surgeon was attempting to implant a screw, and was not using force when the tip of the screwdriver broke. There was no adverse outcome for the pt. Integra has requested add'l clinical info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been indicated based upon the reported info.